Event description:
It was reported that during an unspecified surgical procedure, it was observed that the ¿motor died¿ on the motor device. There were no delays to the surgical procedure as an identical spare device was available. There was patient involvement reported. There were no injuries, adverse events or prolonged hospitalization reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.